Event description:
A medtronic representative reported that the percutaneous reference frame had worn teeth when she was preforming an instrument check. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. A replacement clamp was sent to the site for issue resolution. Suspect clamp evaluation finds that the teeth on the starburst base are not worn as reported, but flat by design to allow easy repositioning of the frame. However, the spring tension within the starburst base has diminished allowing the teeth to move too easily. Otherwise, the frame returned good geometry and divot error readings and accepted a percutaneous pin without issue.